Event description:
It was reported that the facility has had issues with the compression sleeves holding and they have had to tape them. No patient injury was reported.

Manufacturer narrative:
Multiple attempts were made to obtain additional information such as procedure date and device lot information but no additional information was provided. The complaint was made without any specific incident dates either. The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation so a root cause could not be determined. All compression sleeves are function tested prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.